Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). The unit was disconnected from power, reconnected, rebooted, by the customer and errors did not recur.

Event description:
The hospital reported a malfunction during a case causing a loss of mechanical ventilation. There was no report of patient injury.